Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that both leads were being used in order to bi-atrial pace. Both leads exhibited noise oversensing. One lead was explanted, and the other lead is still in use. No patient complications have been reported as a result of this event.